Manufacturer narrative:
Device evaluated by MFR.: the returned device matches with upn provided by the customer. The returned guidewire had the distal tip stretched and unraveled. Coil was found kinked. No more visual damages were found in the device. Detailed pictures of the stretched area and the core wire were captured. It was observed that the core wire was separated from the distal end solder ball.

Event description:
Reportable based on device analysis completed on 08apr2021. It was reported that guidewire kink occurred. The target lesion was located in the aorta abdominalis. A 035/260/1 amplatz super stiff guidewire was selected for use. However, during the procedure, the guidewire was kinked. The procedure was completed with another of same device. There were no patient complications reported and the patient status was stable. However, returned device analysis revealed that the core wire was separated.